Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: based on the attached photo, sleeve leakage is confirmed, however, a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5106571. Conclusion: without a sample, an absolute root cause for this incident cannot be determined from the photo and bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 21 g x .75 in. Bd vacutainer® push button blood collection set with 7 in. Tubing experienced slow sleeve recovery. This caused blood to leak out onto other devices. This problem occurred after 2-3 punctures. No injury or medical intervention.